Event description:
Additional information received reported that it was unknown what symptoms the patient experienced as a result of the lead break. The patient outcome was "good".

Event description:
It was reported that the pt's lead was replaced in 2009 due to a lead break. A second lead was found to be broken in (B)(6) 2011. The lead was replaced. No pt symptoms or outcome were reported. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).